Event description:
It was reported that the patient presented with a free perforation with extravasation in a mildly calcified de novo proximal left anterior descending artery. A 3.5x26mm rx graftmaster covered stent failed to cross due to anatomy. Then an additional four (4) rx graftmaster stents [3.50x19mm, 2.80x26mm, 2.80x19mm, 2.80x19mm] were attempted but also failed to cross due to anatomy. Another rx graftmaster was attempted and successfully treated the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The four additional graftmaster devices are filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a mildly calcified de novo proximal left anterior descending artery. A 3.5x26mm rx graftmaster covered stent failed to cross due to anatomy. Then an additional four (4) rx graftmaster stents [3.50x19mm, 2.80x26mm, 2.80x19mm, 2.80x19mm] were attempted but also failed to cross due to anatomy. Another rx graftmaster was attempted and successfully treated the perforation. There were no reported adverse patient sequelae and no clinically significant delay. Subsequent to the previously filed MDR reports, the account confirmed that graftmaster rx 3.50x19 and graftmaster rx 2.80x19 were valid complaints that did occur (failure to cross due to anatomy); however, graftmaster rx 2.80x19, graftmaster rx 3.50x26, graftmaster rx 2.80x26 were inadvertently reported and there were no issues with the use of these devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed because the failure mode was not specified. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported and there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.device code 2524 was removedd9,h3: device status was updated from returning to not returned.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported and there were no reported adverse patient effects. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9,h3: device status was updated from not returned to returned. H6: component code 4755 removed; 4737, 525 added. H6: type of investigation code 4115 removed; 10 added.